Event description:
Staff are receiving packages where the seal on the applicator is broken within the package and leaks out/contaminated or the seal won't break in order to dispense/release the sealant. Defective samples and packaging not saved. Requested staff to save in the future for reporting and tracking.